Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, an fse conducted on-iste follow-up with the customer. The customer reported that after a power outage, when booting the g8 the error message was displayed. The fse replaced the aen-asm board which restored the instrument to normal operation. The most probable cause of the reported event was due to a asm board that had shorted due to a spike in power.

Event description:
On (B)(6) 2015, a customer reported an error of sample as not found with their g8 analyzer. There was a power failure due to a transform failing with a possible voltage spike. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.